Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 176 mg/dl. Reportedly, the customer did not have a method of backup insulin therapy and no additional information was provided by the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.